Event description:
On (B)(6) 2013 patient had a CT of the heart, which confirmed that the lvad outflow was thrombosed, indicating that the lvad was no longer working. The lvad was turned off on (B)(6) 2013 to limit further complications, driveline was snipped off at skin level.